Event description:
It was reported that during a surgical procedure the drill was "shredding" in the attachment. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if the device is available

Event description:
It was reported that during a surgical procedure the drill was "shredding" in the attachment. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: the quality investigation is complete. The drill bit was not returned with the chuck.